Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 03/10/2020. It was reported that a physician examined the site, ordered an xray, and determined that the sensor wire had moved from the back to the front of the arm. A surgeon removed the wire on 03/05/2020. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2020. After the sensor pod was removed, the sensor wire remained under the skin, and the patient could palpate it. On (B)(6) 2020, the patient was examined by a physician and x-rays were obtained. At the time of the report, no other medical interventions were completed or documented; however, a procedure was scheduled for sensor wire removal but had not taken place. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.